Manufacturer narrative:
(B)(4).

Event description:
It was reported that a seam tear occurred. A 14 f isleeve introducer sheath was placed. An accurate neo bioprosthesis was implanted. A balloon was used during the procedure. During use, one of the isleeve seams was noted to be split. It is unknown what caused the seam tear. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that a seam tear occurred. A 14 f isleeve introducer sheath was placed. An acurate neo bioprosthesis was implanted. A balloon was used during the procedure. During use, one of the isleeve seams was noted to be split. It is unknown what caused the seam tear. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method code, result codes, conclusion codes: updated. Device evaluated by MFR: the sheath and tip were microscopically examined. The tip is damaged. There is expansion on 2 of the 3 seams as expected with device usage. The sheath material was split/torn on the seam starting 20.7cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. It was determined during product analysis that the damage was due to the delivery sheath being over closed per the event description. Because there was no evidence of any product quality deficiencies, it was considered likely that the tip damage was attributable to procedural factors. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).